Event description:
Integra neurospecialist reported on behalf of the user facility the device would only drain from burette to drainage bag when the burette was completely raised. The follow additional information was requested: additonal information received 02/04/06 question how many incidents of drainage issue were there? Answer three. Question how many incidents required the system be replaced? Answer two. Question: are there any used or unused product for return and investigation? Answer no. Question: how many events were there with the locking screw not holding? Answer: one.